Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin leaked out of the reservoir into the insulin pump. Blood glucose value was unknown. The customer stated that the leak occurred during prime at the plunger and she could see insulin inside the reservoir compartment. No cracks or parts were missing. The customer stated the reservoir was discarded. The reservoir would be replaced. The product will be returned for analysis.